Event description:
It was reported that a spectrum iq infusion pump did not infuse the "last bag of milrinone". The facility biomed interrogated the device event history log and indicated there were no alarms found in the device ehl during this time. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, "the last bag of milrinone did not infuse" was reproduced. The device was tested for flow accuracy and was found to under deliver delivered with -6.284 percent error. A review of the event history log (ehl) revealed there are no alarms in the log during this period of time. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be door, hooks and m2/m3 springs failure. The door, hooks and m2/m3 springs will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.